Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the access site adverse event was not determined due to insufficient clinical details. The root cause of the positioning issue was unable to be determined due to insufficient clinical details

Manufacturer narrative:
Additional information was provided that the device was not available to be returned.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in an 84-year-old female patient for high-risk percutaneous coronary intervention (protected percutaneous coronary intervention). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. Following impella cp insertion, the patient was transferred to the intensive care unit. The patient was noted to be receiving systemic anticoagulation with heparin administered in the catheterization laboratory, and the purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. During ongoing support, access-site oozing was observed despite attempts at hemostasis, including tightening of percutaneous closure devices and access angle optimization. No blood products were administered. Estimated blood loss was approximately 0.1 units. It was noted that hemostasis was not achieved. The impella position was assessed and measured at approximately 6 cm. Attempts to reposition the device were made; however, the position could not be maintained without becoming too shallow. Given stable device performance with adequate flows and waveforms, the device was left in place for continued support. The impella cp functioned at performance level 8 with flows of approximately 3.6 liters per minute. Despite ongoing management, the patient¿s clinical status deteriorated, and a decision was made to withdraw care. The patient subsequently expired. The reported access-site bleeding is consistent with known risks associated with large-bore femoral arterial access and the anticoagulation and purge requirements of impella support in the setting of cardiogenic shock and critical illness. The death is being reported; however, the outcome is most likely due to the patient¿s underlying cardiogenic shock (scai stage d), and associated blood loss.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.